Event description:
A (B)(6) infant admitted to the scn placed in giraffe radiant warmer and experience hyperthermia during admission process. Now with 2nd and 3rd degree burn to lower abdomen, perineum and legs.